Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The reported patient effects of mitral valve injury (tissue damage)and worsening mitral regurgitation (mr), are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. All available information was investigated, and the reported difficulties appear to be related to case circumstance. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and worsened mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The first clip was implanted successfully. To further reduce mr, a second clip was advanced. The leaflets were grasped but did not remain captured in the clip, due to the anatomy. The clip was not implanted. A leaflet tear was noted, and mr increased to 4+. There was no clinically significant delay in the procedure. No additional information was provided.